Event description:
It was reported to boston scientific corporation that a stonetome stone removal device was used during a procedure to remove bile duct stones performed on (B)(6), 2010. According to the complainant, during the procedure the physician could not cut the papilla as smoothly as usual. They increased the output power from 120w to 200w however they still could not cut. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Patient's exact age is not known. However, it was noted to be over 18 years. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, and / or if any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a stonetome stone removal device was used during a procedure to remove bile duct stones performed on (B)(6) , 2010. According to the complainant, during the procedure the physician could not cut the papilla as smoothly as usual. They increased the output power from 120w to 200w however they still could not cut. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A visual examination revealed that the working length was twisted and the exposed cut wire had melted/split the extrusion at the distal pierce hole. Additionally, the exposed cut wire appeared discolored from use. The distal pierce hole was elongated to approximately 3 mm (proximally from the distal pierce hole), which does not meet the maximum acceptable pierce hole elongation specification. This elongation allowed the cut wire anchor to slide proximally which led to a decrease in the length of the exposed cut wire. Functionally, the device was able to meet the minimum bowing specification. A second functional evaluation found that the continuity between the 2-in-1 connector and the exposed cutting wire was found to be able to conduct current indicating proper connectivity of the device. The resistance across the 2-in-1 connector and the cutting wire was measured and meets the cutting resistivity specification. The condition of the returned incident device was not consistent with the complaint that, despite an increase in power, the device was unable to cut. Following a detailed device analysis, it was noted by the complaint investigation site (cis) that the device functioned as intended with respect to bowing and electric functioning. However, based on the investigations results of a melted and split extrusion, the device is otherwise damaged. Therefore, the most probable root cause is operational context. A review of the device history record confirms that the device met all manufacturing specifications. A search of the complaint database revealed one other complaint for a similar issue from the same customer.